Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked. The leak was further described as "the bag was spiked and the tubing was primed, lipid solution was noted to be leaking from the port located above the filter." This occurred during priming of the device, prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.